Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker was undergoing a device upgrade procedure. During the procedure, their right ventricular (rv) lead was stuck in the device header. A loose connection was also observed, and physical damage was noted to the lead at the terminal end. The device was replaced as planned. No adverse patient effects were reported.